Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and drawing reverse blood from the sheath, air was present. The air could not be completely removed from the sheath and the aspiration syringe continued to draw air. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. No air seen inside the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and drawing reverse blood from the sheath, air was present. The air could not be completely removed from the sheath and the aspiration syringe continued to draw air. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.